Event description:
Customer reported aviva blood glucose result of 48 mg/dl, self-treated hypoglycemic symptoms with food, reported additional results of 108 mg/dl and 45 mg/dl within 10 mins on the aviva system. No adverse event reported. A request was made for the return of the system, replacement was sent.